Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was experiencing low blood glucose levels. The customer's father stated that he was going to take the customer to the hospital for treatment. The customer was later contacted, and it was confirmed that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 87 mg/dl. Troubleshooting was performed and found that the customer may have taken too much insulin to treat a high blood glucose reading prior to the event. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.